Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the device was explanted due to a suspected infection. However, the culture report was negative for infection. The physician believes the patient had an allergic reaction to a powder used during the implant procedure. There have been no reports of further complications regarding this event.